Event description:
Therakos consulted secondary to multiple red cell pump alarms (#45) which could not be resolved -- recommendations: early photoactivation & return kit to therakos after tx. Whole blood processed (wbp) 562ml. Without problems wbp is approximately 1500 ml. Able to obtain a buffy coat & photoactivation completed.therakos could not determine the cause of the alarms. The ecp kit was requested to be returned to therakos after the treatment was completed.